Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user states the unit runs but he has trouble turning the joystick off.